Event description:
It is reported that customer experienced a motor error alarm during bolus. Insulin pump will be replaced. No further information provided.

Manufacturer narrative:
Unit received with currents in spec. Unit passed the rewind, basic occlusion, prime/a33, and displacement tests. Pump received with stuck motor error alarm loop during bolus delivery. The motor was tested outside of the device and passed. The motor may have had an intermittent failure that was not detected during our testing. Scratched lcd window, cracked display window corners and cracked reservoir tube lip. (B)(4).